Manufacturer narrative:
A definitive lot number was not provided. The device history record for potential lot 74943 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 04 may 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that "6fr weighted nj [nasojejunal] tube in situ. Patient pulled out tube and new tube replaced. On completion of xray it was noted that the weight of the tube had disconnected from the rest of the tube and remained in the jejunum. Patient passed the tube naturally and no surgical intervention was required." Device was in use for 3 days. No patient injury was reported. Additional information received 20-apr-2020 indicated the exact lot number was unknown. The patient's current condition is "patient is currently home."